Manufacturer narrative:
Device analysis report attached. This report is submitted on march 22, 2022.

Manufacturer narrative:
This report is submitted on december 21, 2021.

Event description:
Per the clinic, the device was explanted (specific date not reported) due to improper placement of the electrode and poor performance. The patient was reimplanted with another cochlear device (specific date not reported).